Event description:
It was reported that an ilet user experienced two occlusion alerts, and troubleshooting revealed the infusion set was deployed incorrectly because the protective plastic was not removed from the cannula, consistent with an infusion set or connector issue and an insulin occlusion. Symptoms included hyperglycemia with a blood glucose of 272 mg/dl without reported clinical manifestations. Outcomes included on-call troubleshooting and an at-home supply change guided by support, with no medical intervention or hospitalization. Investigation included telephone-based troubleshooting and user education regarding correct infusion set deployment. Investigation of this case revealed user setup error leading to interrupted insulin delivery due to an occluded or non-deployed cannula, consistent with an infusion set and cartridge use issue. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.